Manufacturer narrative:
Initial.

Event description:
It was reported that the user missed a meal announcement while using the ilet, which resulted in a blood glucose of 280 mg/dl. The user reported they allowed the system to bring glucose back into range and remained stable without symptoms. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms, no hospitalization, and resolution with device-guided glucose correction. Investigation included customer care providing user education and troubleshooting focused on meal announcement practices. Investigation of this case revealed no device malfunction and suggested use-related error associated with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcement and appropriate device function.